Manufacturer narrative:
(B)(4). Manufactured on (b)(6 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional leak test was performed and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Pt age: the patient was born in 1935. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume folfusor leaked fluorouracil and g5% onto the patient's skin. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.